Event description:
The patient reported that he was admitted to the hospital for dka while wearing the v-go device. The patient stated that he drove himself to the hospital on (B)(6) 2019. The patient hospital stay was from (B)(6) 2019 until (B)(6) 2019. The patient reported a high reading of 524 on (B)(6) 2019 at 5pm. This v-go with the high reading was actually the v-go that the patient was wearing when he arrived at the hospital. The patient bolus dosing instructions are on a sliding scale. The patient places the v-go on his abdomen area. The patient mentioned that he already discarded the v-go that he was wearing when he was admitted. The patient also continued wearing the v-go through his entire hospital stay. Those v-go devices were also discarded as well. (B)(6) is where the patient was hospitalized.